Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred resulting in the customer reverting to manual injections for insulin therapy. No troubleshooting could be performed as the pump supplies in use during the occlusion alarm were no longer on the pump. Blood glucose level was not impacted. Tandem technical support educated the customer in regards to occlusion alarms.